Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient underwent revision of the right hip following fracture of an exeter stem, which was originally implanted in 2007.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding crack/fracture involving an unknown exeter stem was reported. The medical review confirmed the event. Medical records received and evaluation: a review of the event by a clinical consultant noted: an ap x-ray of the right hip demonstrates that the implant failed at the base of the neck where it emerges from the body of the stem. The primary harm involved is mechanical failure the tha femoral stem. There is insufficient documentation presented to complete this assessment. Conclusions: a review of the event by a clinical consultant noted: an ap x-ray of the right hip demonstrates that the implant failed at the base of the neck where it emerges from the body of the stem. The primary harm involved is mechanical failure the tha femoral stem. There is insufficient documentation presented to complete this assessment. No further investigation for this event is possible at this time as no devices and insufficient clinical information were received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. Device not returned.

Event description:
The customer reported that the patient underwent revision of the right hip following fracture of an exeter stem, which was originally implanted in 2007.